Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the set leaked unspecified fluids at an unknown location. The customer confirmed that there was no patient harm. Although multiple attempts made there was no additional event details provided at this time.

Manufacturer narrative:
Additional patient information: diagnosis: angioimmunublastic t-cell lymphoma.

Event description:
It was reported that an infusion of romidepsin was programmed at an unspecified rate. Approximately 45-50 mins into the infusion the rn noticed fluids on the floor below the pump, upon closer observation when the user open the door to the device a small slit in the silicone segment near the upper fitment. The customer confirmed that there was no patient harm however there was an incorrect dosage administered to patient due to spill.